Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found no voltage from the 36v power supply and the fan inside the power supply was not spinning. The fse replaced both the 36v and 24.5v power supplies, and the instrument booted up successfully.

Event description:
A customer contacted beckman coulter inc. (Bci) stating reporting a smell of smoke coming from the unicel dxc 800 pro synchron chemistry analyzer. The customer also stated that the instrument was generated voltage and 36 voltage power supply errors. No injury or operator exposure was reported for this event.